Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a high-pressure alarm. Patient denied any tubing kinks or closed clamps. Fingertip pressure to port site did not resolve the alarm. Tubing was clamped and cassette removed. Cassette tapped on hard surface and reattached, but alarm returned. Reporter removed the cassette once again, tapping on hard surface and then reattaching it but alarm persisted. Pump turned off and tubing remained clamped. Patient instructed to call clinic for further instruction. Patient verbalized understanding. Unable to obtain pump settings as alarm did not clear. This event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.